Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. Removed faulty monitor and installed new monitor. Tested system. System operates as intended.

Event description:
The customer reported the system's right monitor is not working. No pt injury was reported.